Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to the procedure, patient had vegetation infection on prosthetic valve. Physician wanted the device and leads to be explanted before replacing the valve. Device and leads were explanted and it was anticipated to implant a new device and leads at a later date. The leads were cut at the endocardial and sent for culture at the hospital. Patient was stable.